Manufacturer narrative:
Pt age was reported as approximately (B)(6). This report is for an unknown quantity of unknown screws/unknown lots. Initial screws implanted on an unknown date in (B)(6) 2014, additional screws implanted on (B)(6) 2014. Devices have not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that an autistic patient experienced irritation resulting in scratching after having two plates implanted. The patient had a fall in the middle of (B)(6) 2014 and the surgeon implanted a large frag stainless steel plate anterior lateral for a broken humerus. The patient had a second fall a few weeks later and sustained another humerus fracture distal to the initial plate and had a second plate implanted posterior distal to the first plate on (B)(6) 2014. The patient was noted as healing well, but after the second plate was implanted the patient complained of irritation resulting in scratching. The exact date of the irritation and the onset of scratching are unknown. The surgeries were completed successful and no delay in the surgical time has been reported. The implants have not been explanted. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).